Event description:
Additional information was received that the high and out of range shock impedance measurements for the other manufacturer's rv lead and this crt-d continued. It was noted that the measurements were not out of range in all sensing vectors. Defibrillation threshold (dft) testing was discussed, but was not performed. Based upon a discussion between physician and patient tachycardia therapy was programmed off in the crt-d. The device and the other manufacturer's rv lead remain implanted in the patient. No adverse patient effects were reported.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement of greater than 200 ohms for the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead. The following day the shock impedance measurement stabilized and was in range at 80 ohms. Eight days later another alert for continued out of range pacing impedance measurements of greater than 200 ohms was received. The clinic was concerned over a possible connection issue. Boston scientific technical services (ts) was consulted and discussed that since defibrillation threshold (dft) testing had not been performed at implant, it would be advised to bring the patient in for commanded shock testing. No further information was available. All available evidence suggests the system remains in service.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.